Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 open samples. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received three open samples with the needle detached from the thread. The needles are missing and one of the samples have the thread still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and te results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a suitable analysis cannot be performed. Note is taken of this incident and if any closed samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. It is reported that the needle detaches from the thread.